Event description:
Information was received that the cadd solis vip pump had error code 41626 tried to restart pump with no success. Replacement pump sent next morning. No reported adverse effects.

Manufacturer narrative:
One cadd-prizm® vip ambulatory infusion pump was returned for analysis in good condition. The pump was found to be displaying an "a29a" which reference to motor_line_test_1 "41626" error code alarm message. The "tpn patient error code 41626" issue was caused by faulty motor. It has been recommended that the faulty motor be replaced along with the mpu board as a preventative measure.